Event description:
It was reported to vyaire medical that the revel ventilator has is reading vent inop alarm. There was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: the reported complaint with button stuck was confirmed. This is isolated to faulty button on the panel encoder ptv with isolator part number: 21444-001. Vent inop complaint was not duplicated, the uut was tested, and found to be functioning as intended. As a resolution, the led display,lower encoder panel and exhalation module were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.